Manufacturer narrative:
Corrected information: date of event: updated from unknown to (B)(6) 2019. If implanted; give date: updated from unknown to (B)(6) 2019. If explanted; give date: updated from unknown to (B)(6) 2019; (B)(4). Additional information: through follow-up it was reported the za9003 iol was replaced with a zcb00 24.0 diopter iol and post-lens exchange best corrected visual acuity (bcva) was reported as 20/30. It was also confirmed there was no complications, such as capsular tear, no serious patient injury, and no suture(s). Incision enlargement was reported.

Manufacturer narrative:
Date of event: unknown as information was not provided. If implanted, give date: unknown as information was not provided. If explanted, give date: not applicable, explant is planned but not yet confirmed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported za9003 22.0 diopter intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). Patient is experiencing severe light sensitivity, starbursts around lights, and is also having ghosting effects. Pre-operative visual acuity was reported as 20/25, post-operative visual acuity was 20/70, and lens explant is scheduled. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
The following information was corrected per customer account updated information: product code: mfk, common device name: multifocal iols, model #: zlb00, catalog #: zlb00u0245, expiration date: 10/17/2022, serial #: (B)(4), unique identifier (UDI#): (B)(4). Device manufacture date: 10/17/2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this production order number have been received. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.